Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, four (4) retention samples from bd inventory were evaluated by visual examination, drawn with water and centrifuged. There were no issues observed relating to breakage in the centrifuge as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of breakage in the centrifuge based on retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the paxgene® blood rna tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "1 of 8 tubes break in the centrifuge while spinning" the customer stated she "thinks it broke because the tubes were being stored laying down instead of upright and the liquid touched the lid." No blood exposure to technician was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood rna tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "1 of 8 tubes break in the centrifuge while spinning" the customer stated she "thinks it broke because the tubes were being stored laying down instead of upright and the liquid touched the lid." No blood exposure to technician was reported.